Event description:
Healthcare professional additionally reported "histology report noted mild chronic lymphohistiocytic inflammation; consistent with a synthetic breast implant soft tissue capsule."

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; b.6; d.4; h.4; h.6.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ capsular contracture- breast: unable to observe since it is a medical event and is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Healthcare professional additionally reported "histology report noted mild chronic lymphohistiocytic inflammation; consistent with a synthetic breast implant soft tissue capsule." The devices have been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. The devices have been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 12/jul/2023.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Healthcare professional additionally reported "histology report noted mild chronic lymphohistiocytic inflammation; consistent with a synthetic breast implant soft tissue capsule." The devices have been explanted.